Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " problem description: reached out to customer in regard to case# (B)(4). Spoke with daughter in law who stated that her mother in law was able to perform the test and received a negative result but when went to the doctor the following day and a pcr test was administered came back a few days later with a positive result"

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿ customer initially received a negative result after taking the bd vah covid test, then the following day had taken a pcr test by pcp and received a positive result¿ via the bd veritor at home covid-19 test (material # 256094), batch number 1343202. ¿customer went the doctor the same day and received a positive result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "problem description: reached out to customer in regard to case #: (B)(4). Spoke with daughter in law who stated that her mother in law was able to perform the test and received a negative result but when went to the doctor the following day and a pcr test was administered came back a few days later with a positive result."